Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had an area that was unresponsive to stylus contact. Programmer return status was unspecified. The programmer has not been received into service. No patient complications have been reported as a result of this event.